Event description:
It was reported that an unspecified malfunction alarm occurred. The customer will continue to use the current pump. It was also reported that cartridge and occlusion alarms occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.